Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Review of the manufacturer's device record database revealed this is a clinical study patient. It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and could no longer communicate with the charger and programmer. As a result, the patient's ipg was explanted and replaced. Stimulation was restored post-op. The explanted product will not be returned to sjm.